Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a procedure to treat a femoral artery. An absolute pro 6.0x40mm was inserted and advanced to the target lesion. However, the stent only partially deployed. Therefore, the device was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The activation failure was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing the activation failure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.